Event description:
The facility has stated that the surgeon successfully implanted the model aa4203tl intraocular lens, but the surgeon noted damage to the lens. The lens was successfully removed without injury to the patient. The facility does not know the model of injector or cartridge that was used, also the lot numbers for these items are unknown. It is unknown what caused the damage to the lens.